Event description:
It was reported that the doctor observed piece of the haptic of the preloaded intraocular lens (iol) was missing after implantation; however, the iol functioned normally and the patient was not affected as the lens accommodated. Through follow-up, we learned that no additional medical or surgical interventions were performed and the patient is well. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of records related to the device including labeling and complaint trending will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: the device was not returned to the manufacturer. Section h3 - device evaluated by manufacturer? Yes device evaluation: no suspect product was received; the photograph provided by the customer was evaluated. The photograph showed the suspect product with the plunger rod protruding out of the cartridge tip. The cartridge tip was observed to be damaged. Due to photograph quality, no further issues were observed and no further evaluation was performed. The complaint issue "haptic detached" was not identified during photograph evaluation. The other observed issues could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction were found. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: august 19, 2025 section h3 - device evaluated by manufacturer? Yes device evaluation: visual inspection under magnification was performed to the complaint device. The plunger rod was found advanced with viscoelastic residue observed throughout the cartridge. Stress marks were observed on the cartridge tip. The cartridge tip was damaged, and the damage extended to the cartridge. No issues were identified with the lens module, device assembly, and plunger rod advancement; however, the plunger rod tip was bent. No lens was received for evaluation. The complaint issue "haptic detached" was not identified during product evaluation. The other observed issues could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.